Manufacturer narrative:
This blistering burn will likely cause permanent hypopigmentation. Excessive fluence on dark skin, without adequate cooling.

Event description:
It was reported about burn and post inflammatory hypopigmentation of lower leg after harmony xl treatment.